Event description:
It was reported that the insulin pump was no longer reacting. The battery was changed, but the issue was not resolved. The insulin pump was not dropped or bumped. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.